Event description:
The user facility reported that the angio-seal arteriotomy locator would slip back inside the sheath and would not allow it to show flash. The procedure being performed was a transfemoral access for a neuro intervention. There was no blood loss.

Manufacturer narrative:
A1: patient identifier: requested, not available. A2: age & date of birth: requested, not available. A3: patient sex: requested, not available. A4: weight: requested, not available. A5: ethnicity: requested, not available. A6: race: requested, not available. D6a: implanted date: device was not implanted. D6b: explanted date: requested, not provided. E3: occupation: manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update section h3 and to provide the completed investigation results. The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. It is likely that the component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. Without the sample, a definitive root cause assessment was unable to be made.